Event description:
Per dealer, recall replacement joystick defective. The nut that holds the pin stable so the on/off switch can function comes loose intermittently and the user is unable to toggle thru drives.